Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) year old (at the time of initial report) asian female patient. Medical history included cholecystitis. Concomitant medications included acarbose for diabetes mellitus. The patient received insulin lispro protamine suspension 50%/ insulin lispro 50% (rdna origin) (humalog mix 50) via cartridge through a re-usable humapen ergo ii, 10 u at morning and 8u at evening subcutaneously, twice daily for the treatment of diabetes mellitus, beginning in 2018 (also conflicting start date (B)(6) 2019 reported). During these days the she had low blood glucose level. As of (B)(6) 2020, dose changed dose to morning 10 u noon and 6 u noon and 6 u night, thrice daily. Since the blood glucose was sometimes high sometimes low, patient changed dose of insulin lispro 50 to morning 6u, night 3u according to doctor advice. Since blood glucose was unstable, had the situation of low blood glucose and high blood glucose, adjusted dose of humalog 50 to morning 6u, noon 3u, night 4u. These two days blood glucose was high at night, two hours after meal had low blood glucose. It was reported that blood glucose unstable due to her amount of exercise, as of (B)(6) 2019, blood glucose unstable had improved. On (B)(6) 2020, she was hospitalized due to unstable blood glucose and stopped humalog 50 according to prescription and switched to use insulin aspart. It was reported that she had poor islet function (specific time not provided), other information was not provided. She complaint that the doctor stated the effect of humalog 50 was not good (specific time not provided). On an unknown date, because the pen (humapen ergo ii) was dropped on the ground, the rotation speed during the injection dose adjustment was too fast (pc-5429766-, lot- unknown). Further information was unknown. Information regarding corrective treatment was not provided. Outcome of event was recovered. Insulin lispro protamine suspension 50%insulin lispro 50% was continued. The operator of device and his/her training status was not provided. The model device duration and suspect device duration of use was approximately two years. The action taken with suspect device was unknown and return status was not provided. The reporting consumer did not provide the relatedness between event of blood sugar abnormal to the events of blood sugar abnormal (unstable) to insulin lispro protamine suspension 50%insulin lispro 50% treatment and did not relate the remaining events to insulin lispro 25. No assessment of relatedness provided between events and humapen ergo ii device. Update 07-mar-2019: additional information was received from initial reporter via psp on 27-feb-2019. Added four new dosage regimens, new non serious event of blood glucose increased. Updated height, weight, nationality of the patient. Updated formulation of insulin lispro protamine suspension 50%insulin lispro 50% from unknown to cartridge. Updated description as reported of the event of blood glucose decreased. Updated causality and narrative with new information. Update 11jan2021: additional information was received from initial reporter via psp on 05jan2021. Initially case was non-serious added serious event of blood sugar abnormal which upgraded the case to serious. Added suspect device, lab data and dosage regimens. Updated narrative accordingly. Edit 12jan2021: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. No new information added. Edit 13jan2021: upon review of information received on 05jan2021. Updated event onset and hospitalization start date in event tab for blood sugar abnormal. No other changes were made to case.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 26jan2021 in the b.5. Field. No further follow-up is planned. Evaluation summary: a female patient reported that, on an unknown date, her humapen ergo ii device "was dropped on the ground, the rotation speed during the injection dose adjustment was too fast." On (B)(6) 2020, she experienced abnormal blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The core instructions for use also states if any of the parts of your humapen ergo ii appear broken or damaged, do not use, and to always carry a spare insulin pen in case your pen is lost or damaged. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a 48-year old (at the time of initial report) asian female patient. Medical history included cholecystitis. Concomitant medications included acarbose for diabetes mellitus. The patient received insulin lispro protamine suspension 50%/ insulin lispro 50% (rdna origin) (humalog mix 50) via cartridge through a re-usable humapen ergo ii, 10u at morning and 8u at evening subcutaneously, twice daily for the treatment of diabetes mellitus, beginning in 2018 (also conflicting start date (B)(6) 2019 reported). During these days she had low blood glucose level. As of (B)(6) 2020, dose changed, dose to morning10u noon and 6u noon and 6u night, thrice daily. Since the blood glucose was sometimes high sometimes low, patient changed dose of insulin lispro 50 to morning 6u, night 3u according to doctor advice. Since blood glucose was unstable, had the situation of low blood glucose and high blood glucose, adjusted dose of insulin lispro 50 to morning 6u, noon 3u, night 4u. These two days blood glucose was high at night, two hours after meal had low blood glucose. It was reported that blood glucose unstable due to her amount of exercise, as of (B)(6) 2019, blood glucose unstable had improved. On (B)(6) 2020, she was hospitalized due to unstable blood glucose and stopped humalog 50 according to prescription and switched to use insulin aspart. It was reported that she had poor islet function (specific time not provided), other information was not provided. She complaint that the doctor stated the effect of humalog 50 was not good (specific time not provided). On an unknown date, because the pen (humapen ergo ii) was dropped on the ground, the rotation speed during the injection dose adjustment was too fast (pc 5429766, lot number unknown). Further information was unknown. Information regarding corrective treatment was not provided. Outcome of event was recovered. Insulin lispro protamine suspension 50%insulin lispro 50% was continued. The patient was the operator of humapen ergo ii device, training status was not provided. The model device duration and suspect device duration of use was approximately two years. The suspect humapen ergo ii device associated with product complaint (B)(4) was not returned to the manufacturer. The reporting consumer did not provide the relatedness between event of blood sugar abnormal to the events of blood sugar abnormal (unstable) to insulin lispro protamine suspension 50%insulin lispro 50% treatment and did not relate the remaining events to insulin lispro 25. No assessment of relatedness provided between events and humapen ergo ii device. Update 07-mar-2019: additional information was received from initial reporter via psp on 27-feb-2019. Added four new dosage regimens, new non serious event of blood glucose increased. Updated height, weight, nationality of the patient. Updated formulation of insulin lispro protamine suspension 50%insulin lispro 50% from unknown to cartridge. Updated description as reported of the event of blood glucose decreased. Updated causality and narrative with new information. Update 11jan2021: additional information was received from initial reporter via psp on 05jan2021. Initially case was non-serious added serious event of blood sugar abnormal which upgraded the case to serious. Added suspect device, lab data and dosage regimens. Updated narrative accordingly. Edit 12jan2021: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 13jan2021: upon review of information received on 05jan2021. Updated event onset and hospitalization start date in event tab for blood sugar abnormal. No other changes were made to case. Update 26jan2021: additional information received on 25jan2021 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and canadian (EU/ca) device information for the suspect humapen ergo ii device associated with product complaint (B)(4), which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly.